Manufacturer narrative:
Insulin pump received with error 38 during rewind due to corroded motor home switch. Unable to confirm error 37 due to error 38.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump error alarm. The customer's blood glucose was 104 mg/dl. Customer reported that they were unable to clear the alarm. Customer stated that they were not able to rewind the insulin pump. The customer was assisted with performing displacement test and the test was failed. The customer was advised that the insulin pump requires replacement and to revert to backup plan. The product will be returned for analysis.